Event description:
Pt's adverse event was forwarded to merz aesthetics, inc. By (B)(4), merz pharmaceuticals (B)(4). The initial complaint came from (B)(4), merz (B)(4). Dr. (B)(6) injected a female pt with about 0.3 cc radiesse on (B)(6) 2012 into nasal dorsum. Per the rec'd info, "the pt suffered a previous rhinoplasty (some yrs ago). The rhinoplasty was not carried out in the clinic of dr. (B)(6), but the pt was injected in nasal dorsum in 4 occasions in the last (B)(6) in this clinic". The pt stated that she had double vision and suffered vagal symptoms that required transfer to the hospital where she was stabilized. The diagnosis was cavernous sinus thrombosis. The pt was treated with anticoagulants, corticoids and eye drops because of observed paralysis of one branch of the trigeminal. The pt was discharged from the hospital and will receive f/u care through the external services. The pt's recovery status was requested and not rec'd to date.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided.